Event description:
It was reported that the subject was enrolled in the post market (B)(4) study. During the monitoring visit, it was discovered that the subject had their triathalon ts components revised for infection.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). The event was reported under MFR report #0002249697-2013-03346.

Event description:
It was reported that the subject was enrolled in the post market triathalon ts study. During the monitoring visit, it was discovered that the subject had their triathalon ts components revised for infection. This event was identified as a duplicate of (B)(4). The event was reported under MFR report #0002249697-2013-03346.

Manufacturer narrative:
An event regarding infection involving an unknown insert was reported. The event was confirmed. The device was not returned for evaluation. Medical review indicated that there was no evidence that the infected revision total knee arthroplasty, which required surgical management, was related to the revision components utilized in this case. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. During the monitoring visit, it was discovered that the subject had their triathlon ts components revised for infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: 1wtld. Cat. No.: 5512-f-502, tri ts femur sz5 right, lot code: hvvn. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not retained.